Manufacturer narrative:
Phone conversation with the 3500 co rep on june 4, 2008. The contact stated that; complaint device was discarded; event may have been technique driven; the staff is now on alert to insure that in the future, they will insure that instrumentation is "whole" when removed from the body; the patient is fine. This is all of the information and event status that can be made available. At this point in time, no further action is warranted. However, this file will remain receptive for any potentially pertinent forthcoming information.

Event description:
We received a 3500 via the FDA that was generated by the user facility. The report states that a patient underwent a pcl (posterior crucial ligament) repair of the left knee in 2008. A post operative x ray revealed a foreign body near the fixation device. A re-surgery was had on two weeks later, to remove the foreign matter which was identified, as a portion of the distal end of a nitinol guide wire which had broken off during the original procedure. The fragment was retrieved from the body without further issue or harm to the patient.